Manufacturer narrative:
This device was used for treatment not diagnosis. Additional narrative: device is an instrument and is not implanted / explanted. Corrected data: patient sex: unknown, date of event is (B)(6) 2014, no dates for implant and explant. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Report was initially submitted on march 11, 2015. Advised by FDA on december 19, 2019 to resubmit medwatch. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) was performed on (B)(6) 2014. During surgery, the flexible shaft connector for use with hand drill broke. It was assumed that all fragments were retrieved. X-rays taken on the same day showed that a piece has retained in the patient. The patient was brought back on (B)(6) 2015 to remove the fragment. The initial fragments were discarded and the explanted fragments were retained by the hospital. There was no surgical delay. Removal surgery was successful. This report is 1 of 1 for (B)(4).